Event description:
The staff were opening a major pack preparing for the case; the team discovered that the non x-ray detectable sponges were packaged in blue wrap as if they were x-ray detectable sponge (raytecs) and vice versa. These sponges are intended to be segregated for safety. This is a potential risk to the patient. This was discovered before the patient entered the room, as the team was setting up. ======================manufacturer response for major surgery sterile goods pack, sterile major pack (per site reporter)======================they are looking into the cause of the mix-up.